Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4) complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and confirmed the failure. The fse tightened dispense lane screws and performed all dispense lane alignments. Fse ran several sorter test and cup transfer tests to verify all dispense lane alignments. The instrument was operating to specifications with no errors. The probable cause of this event was a loose screw on dispense lane. A 13-month complaint history review and service history review for similar complaints was performed for aia 900 immunoassay analyzer, serial number (B)(4) from 22jul2016 through (B)(6) 2017. There were no other similar complaints identified. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4053] sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side.

Event description:
The customer reported receiving an error "4053 sorter z-home overrun" with their analyzer. Customer stated that this error began one day before and that he was in contact with the field service engineer (fse) regarding this sorter error. Fse advised the customer to request service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for e2, lh ii, fsh, progii, and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.